Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient¿s right atrial and right ventricular lead exhibited noise. Noise oversensing caused several false ventricular fibrillation detection, which led to inappropriate antitachycardia pacing therapy. The leads were capped and replaced successfully on (B)(6) 2018. The patient condition after the procedure was good.